Event description:
A customer observed a non reproducable false positive results on a patient sample using vitros immunodiagnostics product troponin I es reagent on the vitros eciq system. Two repeat results were negative. No false positive patient result was reported. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics, inc.

Manufacturer narrative:
Investigation into this has been unable to determine a root cause. Evaluation of instrument datalogger files and quality control records have determined that the analyzer and vitros reagents were performing as expected.